Event description:
It was reported that "cardioplegia delivery line which is not color-coded was broken off at the connection when the customer was filling the solution during surgery. Customer noticed something abnormal with the tubing, so they were preparing to exchange it to another one when the tubing broke off." Customer commented that they were using the cannula in the usual way. No patient injury was reported as it was found at prep and did not prolong the prep time.

Manufacturer narrative:
A device history record review was completed and no related non-routine non-conformances were identified during the manufacture of this lot. The root cause of the reported issue cannot be confirmed. It cannot be determined when the damage occurred; therefore a manufacturing defect cannot be confirmed. The pvc tubing was bonded to the luer tube adapter which indicates that at the time of bonding the tubing and luer tube adapter were not damaged. Therefore, it is unlikely that the device left edwards utah with the reported damage. The damage appears to have resulted from excessive force being applied to the luer tube adapter. The crazing on the luer tube adapter further indicates that excessive force was applied to the adapter. Inasmuch as the device was initially used, it is unlikely that the tubing was damaged or broken while in the packaging. As the issue is isolated and a CAPA will not be initiated. The information will be included in trend data and future CAPA determinations. The root cause of the reported issue could not be determined and a manufacturing defect cannot be confirmed; therefore, a product risk assessment (pra) will not be initiated. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Manufacturer narrative:
This cardioplegia tubing set was returned without the packaging. As received, tube for pressure monitoring line was cut off at the middle of the tube line. Cut edge appeared sharp. Customer report of "cardioplegia delivery line was broken off" was confirmed. An adaptor of the cardioplegia delivery line, connected to dual stopcock, was completely broken off. Broken cross-surfaces appeared rough and uneven. All tube lines were patent without any leakage. Visual examinations were performed under microscope at 10x magnification and unaided eye. Leakage test was performed. Further investigation is planned for determination of root cause.